Event description:
The patient underwent surgery on (B)(6) 2015 for generator replacement due to device end of service. Upon opening the patient, a gross lead fracture was observed by the surgeon. Both the generator and lead were replaced. Pre-operative diagnostics could not be performed due to generator end of service. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed. No additional relevant information have been received to date.